Event description:
Customer states they are seeing an instrument alarm on about 50% of their samples causing them to repeat many samples. She states they received a false negative hcg yesterday. She said the patient was not adversely affected as she was obviously pregnant so a second sample was drawn which resulted greater than 10,000. Both samples were rerun together, at which time, both samples produced results greater than 10,000. Customer performed maintenance on the analyzer which included cleaning s/r probe, changing water and priming. Customer states the issue appeared to be resolved and analyzer had no further issues.